Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. It was reported that the patient removed the continuous glucose monitor (cgm) on (B)(6) 2017 due to blistering of the skin and went to see the a nurse practitioner on (B)(6) 2017. The nurse practitioner did not provide further details of the issue. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.